Event description:
Philips received a complaint on the patient information center ix indicating the system not alarming until spo2 desaturation reaches to 35. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
This complaint is a supplemental to MFR report number 9610816-2024-00725 due to incorrect registration number used. A philips field service engineer (fse) evaluated the device and confirmed the issue was due to the customer being unfamiliar with some configuration settings. The customer was provided information to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.